Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed for delivery of an unspecified concentration of dobutamine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for proximal occlusion. At that time, the nurse replaced the tubing set and therapy was resumed using the same device. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.